Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a commom bile duct plastic stenting procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when they deploy the stent the inner guide catheter got stuck inside the stent. As the physician tried to pull the guide catheter out, it stretched and got broken and remained inside the stent. Both the stent with the broken catheter piece were successfully removed using a snare. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.